Event description:
It was reported that there were high impedances of greater than 40,000 on contact 3 and all combinations containing contact 3. It was noted that the extension was used as a ¿lead end cap¿ after the stage one procedure. During the patient¿s stage two procedure, damage was noted to the percutaneous extension. It was difficult to remove the percutaneous extension from the lead and upon impedance testing, high impedances were noted on electrode 3. The lead was tested and it was noted that contact 3 was damaged and that impedances remained above 25,000. No additional action was taken. The patient was doing fine, but a contact that was crucial to her therapy was damaged beyond use. It was unknown at the time of the report what effect this would have on the patient¿s overall therapy.

Event description:
Additional information reported indicated that high impedances had been resolved during the case. The patient was doing well.

Manufacturer narrative:
Product ID: 3550-05, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the extension found the distal end of the connector (#3 setscrew block) was twisted in molded rubber.